Manufacturer narrative:
(B)(4). The analysis results found that the mcm20 device was received in good visual condition. In an attempt to replicate the reported event the device was tested for functionality; upon cycling, it was noted to have issues holding the clip on the jaw. The issue found with the completion of the handles cycle, was found to be a result of a non-functional antibackup feature. In order to evaluate the condition of the internal components, the device was disassembled and the antibackup lever was noted to be worn out. It is possible this condition was caused be attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a problem of ejection of the clip. The defective clips clamp once the laying of the first clip. Another like device was used to complete the procedure. There were no adverse consequences for the patient.